Event description:
The complaint is reported as: the in-line nebulizer tee with valve is reported as "popping off" (detaching) once flow pressure is achieved by the ventilator. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample it returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: the in-line nebulizer tee with valve is reported as "popping off" (detaching) once flow pressure is achieved by the ventilator. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device was not returned at the time of this report.